Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was positioning issues and ischemia during impella cp patient support. While on support, it was noted the impella came back into the aorta. At that time, the doctors were concerned about the patient¿s hypercoagulable state and the perfusion of his leg with impella in place, therefore, impella was removed.

Manufacturer narrative:
The investigation was completed and no product was returned. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue cannot be determined since insufficient clinical details were provided. Device history reviewed and passed all post sterile inspection checks.